Event description:
It was reported that during use of the iab, blood was noted in the tubing, indicating balloon leakage.the iab was removed without any complications.

Manufacturer narrative:
The sample has been returned to arrow. Examination of the returned sample found the balloon to have a cut on the surface. The cut does not have the appearance of a typical bladder abrasion. It could not be determined when or how this cut occurred. All iab catheters are inspected prior to packaging.